Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Out of tolerance subthreshold lead impedance is observed on (B)(6) 2010 for min rv pace lead impedance below 200 ohms (192 ohms). The impedance appears to recover after that date. Two short v-v sensed events of < 220 ms are observed on the (B)(6) 2010. (2 episodes non-sustained tachycardia) one short v-v sensed event of < 220 ms is observed on the (B)(6) 2011.

Event description:
It was reported that patient alert triggered for low impedance. The lead had oversensing. The lead was capped and replaced. No patient complications were reported as a result of this event.